Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was treated with injection reflin (500 mg, route and frequency not reported), injection amikacin (25 mg, route and frequency not reported) and injection heparin (dose, route and frequency not reported) for the event. At the time of this report the, it was unknown if the patient was recovering from the peritonitis. The action taken with dianeal therapy was not reported. No additional information is available. This is report 3 of 3 involved in this peritonitis event.